Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that a patient presented to the cardiac catheterization laboratory to undergo a percutaneous coronary intervention and was subsequently admitted to the intensive care unit (ICU). While in the ICU, the patient began to require increasing amounts of vasopressor support and decision for impella 5.5 was made. It was noted that the impella was implanted without complication. During support, it was noted that the patient decompensated. Ventricular tachycardia arrest x2, febrile, loss of pulsatility, lactate and creatinine trending up. Decision was made to place protek duo for right ventricle support. The patient remains on support.